Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the defibrillator exhibited post-paced t-wave oversensing. Reprogramming changes were performed successfully. The patient remained stable during interrogation and post changes.